Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient¿s vision in the operated eye was good even though objects and colors looked bright. After 8 hours, patient could not see except bright light. The next day the surgeon reviewed and stated everything was fine except corneal edema and stated vision would improve gradually. Vision has improved, however still there was no clear distant and near vision. Additional information has been requested, however, further information has not been received.